Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head would not interrogate and failed its uplink test. The cable was replaced with a known good cable and then the head interrogated and passed its functional test. It was to be sent on for repair and restock. (B)(4).

Event description:
The radiofrequency programmer head originally returned as a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.